Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that multiple episodes of over-sensed noise resulting in inappropriate mode switches were observed from a competitor's right atrial (ra) lead. The physician performed diagnostic imaging and no signs of damage to the ra lead or device header were observed. Boston scientific technical services were contacted and recommended thorough provocative maneuvers to further exclude ra lead impairment. Additionally, turning the minute ventilation (mv) sensor signal off was discussed to prevent noisy signals. The physician elected to reprogram the device to resolve the event. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.